Event description:
The customer contacted physio-control to report that their device provided the "check cable" message when attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer indicated the device use did not contribute to the patient's outcome stating "the patient had suffered such severe injuries that it regardless of the measures taken they were not likely to survive."

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device provided the "check cable" message when attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer indicated the device use did not contribute to the patient's outcome stating "the patient had suffered such severe injuries that it regardless of the measures taken they were not likely to survive."